Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in an unspecified tortuous vessel. The 3.5 x 16mm promus element mr stent delivery system (sds) was advanced through a non bsc microcatheter. The sds met resistance, force was used, and the stent was dislodged within the microcatheter. The sds, stent, and microcatheter where removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in an unspecified tortuous vessel. The 3.5 x 16mm promus element mr stent delivery system (sds) was advanced through a non bsc microcatheter. The sds met resistance, force was used, and the stent was dislodged within the microcatheter. The sds, stent, and microcatheter where removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the only the stent attached to the micro catheter was returned for analysis. The stent had completely dislodged from the promus element device which was not returned for analysis. The stent was partially found to be severely distorted and damaged. Six mm of the stent had no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).